Event description:
Safeset on arterial line. The tubing broke apart after the syringe stopcock, but before sampling port. Rn and md were in the room. Minimal blood loss. Safeset removed and new intact safeset applied.